Manufacturer narrative:
Additional information was added in b3 (update entry), d9, d10 (update date to 10/29/2024), h3, h4, h6, and h11. H11: the actual device and a companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, priming and pull testing were performed on the samples wit no issues noted; the devices were found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink solution set separated from the lowest part of the tubing one port up from where it connected to the patient. The device contained maintenance intravenous fluid. Blood was backing up from umbilical venous catheter (uvc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.